Manufacturer narrative:
Foreign zip code (B)(6). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The arm labels were damaged. The device had an aluminum dumbbell. The battery terminal was damaged. A functional evaluation was performed. The device failed the weight test. The piston migration was at .58 inches. The reported complaint was confirmed and the root cause has been associated with a stress problem. The evaluated failure of a failed weight test has a root cause that has been associated with a seal  failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.  Internal complaint reference: case (B)(4).

Event description:
It was reported that the spider ii positioner has been returned from repair, but on checking the equipment it was discovered that the battery will not load in to the positioner. Two different batteries have been tried. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit failed weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The arm labels were damaged. The device had an aluminum dumbbell. The battery terminal was damaged. A functional evaluation was performed. The device failed the weight test. The piston migration was at .58 inches. The reported complaint was confirmed and the root cause has been associated with a stress problem. The evaluated failure of a failed weight test has a root cause that has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.